Manufacturer narrative:
The returned device showed the tip was not present however it does not show a fracture, splintering, or stress which would be present if the tip broke off. The straight edge leads to the tip never being there and this is supported that the end user could not find the tip via a bronchoscopy. Sunmed does not have inventory of this lot but looked at a lot close to the suspect device and found all ends present. The investigation is inconclusive and there is no trending for ends of the bougie not being completely formed.

Event description:
The customer alleges that "tip broke off bougie." No other details were provided.